Event description:
The device was implanted in (B)(6) 2000. The bare stent appears to have separated from the covered stent.

Manufacturer narrative:
The grafts remains in situ, and therefore was not returned to wca for evaluation. Images were provided and reviewed by william cook (B)(4). "This confirms the separation of the uppermost stent (the bare metal anchoring stent) from the top of the abdominal aortic aneurysms endograft. There appears to be no major endoleak, but there is some aneurysmal dilatation in the region of the separation. As this graft was implanted in (B)(6) 2000, it was well before cook made improvements to the way in which the anchoring top stent was attached to the main body of the graft, with double sutures, etc. This would appear to be a case of separation due to the age of the device and related stresses on the sutures." The work order (B)(4) (23 dec 1999) was reviewed and appears complete and correct. Based on the information present, a definitive root cause could not be determined. The most likely cause of the separation appears to be due to the age of the device and related to stress on the sutures as device was implanted on 2000. Other text : the grafts remains in situ, and therefore was not returned to wca for evaluation. Images were provided and reviewed by william cook (B)(4) medical director. "This confirms the separation of the uppermost stent (the bare metal anchoring stent) from the top of the abdominal aortic aneurysms endograft. There appears to be no major endoleak, but there is some aneurysmal dilatation in the region of the separation. As this graft was implanted in (B)(6) 2000, it was well before cook made improvements to the way in which the anchoring top stent was attached to the main body of the graft, with double sutures, etc. This would appear to be a case of separation due to the age of the device and related stresses on the sutures." The work order (B)(4) (23 dec 1999) was reviewed and appears complete and correct. Based on the information present, a definitive root cause could not be determined. The most likely cause of the separation appears to be due to the age of the device and related to stress on the sutures as device was implanted on 2000.

Event description:
The device was implanted in (B)(6) 2000. The bare stent appears to have separated from the covered stent.